Event description:
Same case as 6000093-2007-01923. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The physician placed 2 taxus express2 drug eluting stents. A 3.0x32mm in the mid right coronary artery (rca) and a 3.5x12mm to the ostial circumflex (cx) artery. Plavix and aspirin were prescribed post procedure. No patient complications occurred. In eight months later, the patient discontinued plavix and aspirin due to a surgery he was preparing for and shortly after, presented with chest pain. It was determined that a thrombosis had occurred in the rca. Three liberte bare metal stents were placed for treatment of the thrombosis, a 2.75x16mm, a 2.5x12mm and a 3.5x12mm. They were not able to determine if the cx had thrombosed or restenosed, so they did not treat it at that time. The patient was later taken to surgery. No patient complications were reported. Patient status post procedure is noted as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.